Manufacturer narrative:
(B)(4). The device is currently being evaluated. Once evaluation is complete or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of solution in the reservoir. Visual examination of the tubing and the bladder showed no signs of blockage. However, flow was not readily observed at the distal luer despite numerous attempts of forced prime. The reported condition was confirmed but a root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor device experienced a no flow during filling. No force priming was attempted. There was no patient involvement and no patient injury and medical intervention. The device was filled with saline. The sample is available. No additional information.